Event description:
It was reported that the patient was treated for an unruptured internal carotid artery (ica) aneurysm with the subject flow diverter. The procedure went smoothly. However, the physician performed a balloon angioplasty to improve vessel wall apposition in the cavernous section of the implant. After balloon angioplasty, a cone beam computed tomography (CT) showed excellent vessel wall apposition throughout the implant and the patient was discharged. One month later, the patient returned to be treated for an aneurysm on the opposite side. At this point, the physician noticed that the previous implant had fish-mouthed on the distal end, causing a vessel narrowing. The physician performed a balloon angioplasty and deployed a stent to improve the vessel stenosis. The patent was asymptomatic. She awoke fine and was discharged. The second treatment was postponed.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post stent (subject device) implantation procedure, the physician performed a balloon angioplasty to improve vessel wall apposition in the cavernous section of the implant. One month post procedure, the physician noticed that the subject stent had fish-mouthed on the distal end which was causing patient's vessel narrowing. The physician had to deploy another stent to improve the vessel stenosis. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the dfu, and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the patient was treated for an unruptured internal carotid artery (ica) aneurysm with the subject flow diverter. The procedure went smoothly. However, the physician performed a balloon angioplasty to improve vessel wall apposition in the cavernous section of the implant. After balloon angioplasty, a cone beam computed tomography (CT) showed excellent vessel wall apposition throughout the implant and the patient was discharged. One month later, the patient returned to be treated for an aneurysm on the opposite side. At this point, the physician noticed that the previous implant had fish-mouthed on the distal end, causing a vessel narrowing. The physician performed a balloon angioplasty and deployed a stent to improve the vessel stenosis. The patent was asymptomatic. She awoke fine and was discharged. The second treatment was postponed.